Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, while working, the patient¿s wearable failed. The patient was also wearing a tandem insulin pump. At an unspecified time later, the patient was going to the break room to test her bg meter reading when she had a ¿syncopal episode¿. A fellow employee tested the patient¿s bg meter reading, which was 49 mg/dl and helped the patient off the floor. There was no documentation of what medication or treatment the patient may have taken for hypoglycemic reversal. No other patient or event details were available. Data was provided for investigation. The allegation was confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.